Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery (rca) with mild tortuosity that was 100% stenosed. Resistance was felt during advancement of the 1.20 x 6 mm mini trek rx balloon dilatation catheter through the lesion; however, it was able to cross successfully. The balloon ruptured during the first inflation at 6 atmospheres. A replacement balloon dilatation catheter was used to dilate the lesion and the pci was completed successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.